Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving "59 mcg/ml" fentanyl at an unknown dose via an implantable pump for an unknown indication for use. It was reported that the patient felt he was not getting relief from the therapy. It was noted the patient experienced a fall sometime in (B)(6) 2018, however the exact date was unknown. The catheter was revised at the spine and the issue was resolved. The patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an healthcare professional (hcp). No issue was determined and no cause was determined. No further issues were reported or anticipated.